Event description:
The physician attempted to place a biodivysio 3.5 x 15mm coronary stent in the mid portion of the right coronary artery during an elective procedure. The vessel was reported to be 65% stenosed, mildly tortuous and calcified. The stent delivery system was prepped pre-insertion by applying negative pressure to the balloon port. The vessel was not predilated. The device was inserted and positioned at the lesion. It was reported that the physician attempted, but could not achieve, negative pressure with the inflation device prior to stent deployment. Excessive bubbles were observed. The inflation device was exchanged for a syringe and bubbles continued to be noted in the syringe. The stent delivery system and the guide catheter were removed as one unit. Upon visual inspection following removal, a crack was discovered in the area where the white collar meets the shaft of the stent delivery system. Another biodivysio stent of the same size was successfully placed. There was no report of an adverse pt event.